Manufacturer narrative:
H6: investigation summary: a g30302m sample was not available for investigation of this feedback; however the customer indicates that a separation was identified from the tubing joint to the pressure disc component within 24 hours of the start of infusion which resulted in leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20095221 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported separation. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the g30302m set in the past 12 months.

Event description:
It was reported that the low sorbing pressure disc line detached at the sensor. The following information was provided by the initial reporter: "line became detached at sensor".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the low sorbing pressure disc line detached at the sensor. The following information was provided by the initial reporter: "line became detached at sensor".